Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed no abnormalities. Typical surgery related damage is noted, but is not considered abnormal. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) device has triggered the patient data (pd) error message three times in six months. It was also mentioned that the s-ICD system had recorded older episodes showing inappropriate shocks. As a result, replacement of the device and electrode was performed. No additional adverse patient effects were reported. The electrode was returned for analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) device has triggered the patient data (pd) error message three times in six months. It was also mentioned that the s-ICD system had recorded older episodes showing inappropriate shocks. As a result, replacement of the device and electrode was performed. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis.